Event description:
It was reported to the sales rep's regional manager during an endoscopic vein harvesting procedure the staff was unable to use the ftvo1 kit because the instruments would not fit with the new scope. The traditional method was used to harvest the veins. 2/17/97 scope would not fit into the subq dissector or retractor. 2/17/97 1625 courtesy call to risk management and he stated he would try to get additional information. 2/18/97 1625 called back and provided the following information: patient male, 48 years old, 177#, 5'8". Patient with long history of htn, smoking, "extreme etoh abuse". Presented with angina and copd.